Manufacturer narrative:
Unit received with broken battery cap. Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to verify excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. No button error alarm noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported that the insulin pump had a keypad anomaly. The down arrow button had to be pressed multiple times to respond. The insulin pump alarmed button error and no delivery. Customer's blood glucose level was not reported. The device was not returned.